Event description:
The reporter noted: "the tips broke off while the doctor was trying to advance the screw into really dense bone. Surgery was completed with no harm to the patient." There was no delay in surgery. A spare device was available that functioned properly. Additional information was requested by integra.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.